Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was an infection at the neurostimulator (ins) site. It was reported there was a staph infection. Patient stated his ins was removed because it got infected and the patient had a staph infection. Patient reported it was reported it was removed on june 2nd or the 6th; patient stated they did not remember because they were so drugged up. Patient reported the infection occurred sometime after the implant but before june 2nd or 6th. Patient stated the reason for the infection was probably because of their body. The entire system was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was unknown where the device is. Plugs and kit were at patient's home, awaiting to return to hcp. Patient provided their weight information. No further complications were reported/anticipated.